Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a lead infection was suspected after a CT scan was performed on (B)(6) 2018 and suggested that some substance adhered to the ventricular lead. The pacing system was explanted on (B)(6) 2018 and both leads could be removed.